Event description:
It was reported that during a pta/stenting treatment procedure, delivery difficulties were encountered. The physician used a femoral access point in an attempt to direct stent a 70% stenotic lesion in the ima. Resistance was met with insertion and delivery of the express vascular ld sds resulting in buckling of the delivery device and premature stent dislodgement from the delivery system. The physician successfully retrieved the stent using a "snare" and the procedure was aborted. The pt was asymptomatic during this event. No pt injuries or complications were reported.